Event description:
It was reported that following the implant procedure, this right ventricular (rv) lead exhibited loss of capture resulting in pacing inhibition. The patient became syncopal. The physician subsequently explanted and replaced the rv lead to resolve the event and no additional adverse patient effects were reported. The rv lead was received for analysis and is pending the investigation conclusion. Once the analysis is complete, this record will be updated with results.

Event description:
It was reported that following the implant procedure, this right ventricular (rv) lead exhibited loss of capture resulting in pacing inhibition. The patient became syncopal. The physician subsequently explanted and replaced the rv lead to resolve the event and no additional adverse patient effects were reported. The rv lead was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.